Event description:
It was reported that the external pulse generator (epg) displayed an error message when powered on. Technical services (ts) provided assistance in resolving the issue by explaining the error, the cause, and remedy of it. The error was cleared by removing the battery and powering down. The caller will also test and verify the physical condition of the device. The epg was restored to use. Therewas no patient involvement.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.